Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was acute myocardial infarction. The caller stated that the customer had diabetes that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Concomitant medical devices have been updated.

Manufacturer narrative:
Additional information was provided which was not included with the initial report.

Event description:
Customer passed on (B)(6) 2018.